Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the implantable cardiac monitor (icm) had not detected a pause episode. The icm detected a tachycardia episode, however it was noted that the patient was working out at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing resulting in a pause episode detection. The icm remains in use. No patient complications have been reported as a result of this event.